Manufacturer narrative:
A software analysis was initiated. The software evaluation found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. It was reported that the exam used was not to protocol, as it had anatomy cut off on the front to back as well as left to right. It was noted that the resin head registered as intended. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties tracking and registering the patient. It was noted that the emitter was adjusted however registration could not be passed. The 3 point registration technique was attempted but the second point could not be seen in the application software. Following a twenty five minute delay, the surgeon opted to complete the procedure without the navigation system. There was no reported impact on patient outcome. No additional information was provided.